Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case near reservoir window, cracked reservoir tube, scratched display window and cracked case near display window corners noted during visual inspection. No cracks noted on display window or lcd glass. The insulin pump had intermittent button response due to flattened dome switch on up and down arrow buttons. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.